Event description:
The customer reported can't read anything on image. The screen shows all "y" 's and may have erased all images. They could not find the images in the image directory.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.